Event description:
The pt had contacted lifescan and reported that their one touch ultra meter had missing segments on the display. The pt was feeling shaky and sweaty at the time of concern. They had received a result of 134 mg/dl on their meter. They were taken to the hosp, but was not given any treatment there. Their blood glucose levels were not tested on another device. This case is reported as a meter malfunction since the missing segment issue was not resolved. A replacement meter, test strips, and control solution were sent to the pt.